Event description:
It was reported the patient's device never worked on their left side in their back and leg. It was reported there was never therapeutic effect for the left side. The patient's leg had been swollen for approximately one week. The patient's health care professional checked for a blood clot but did not find one. Patient had adjustment to their stimulation on (B)(6) 2012. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 74001, lot# n324712, implanted: (B)(6) 2012, product type: adapter. Product ID: 37744, serial# (B)(4), product type: programmer. Patient product ID: 3587a, lot# lb3915, implanted: (B)(6) 2003, product type: lead. (B)(4).